Event description:
Procedure: j-pouch/large bowel resection. Customer states that a doctor would not fire idrive with the egia45amt at all. Checked the jaw's movement several times and tried again, but would not fire. Opened new sulu and loaded idrive, it worked fine. The procedure was completed. Operating time not extended. No tissue damage. No patient harm.

Manufacturer narrative:
(B)(4).